Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was performed with tandem technical support and the root cause could not be determined; however, customer reported using pump supplies up to 4 days as well as using cold insulin and not performing the air removal step when filling the cartridge with insulin. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 375 mg/dl at time of alarm.